Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. Patient described the area as stinging, red, inflamed, and oozing without bleeding. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed powder, soaps, and creams for the infection. Outcome of the infection is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.